Manufacturer narrative:
No light anomalies or blank display anomalies noted during testing. Unit received with constant watchdog alarm during testing due to severe corrosion on all electronic assemblies noted. No button response on the act button due to severely corroded keypad traces noted. Was unable to perform displacement test, operating currents and off no power test due to unresponsive keypad. Moisture damage was found on motor assembly and vibrator motor assembly. Insulin pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
It was reported via phone call that insulin pump was malfunctioning. It was reported that a red light was flashing on insulin pump and then insulin pump powered off. Insulin pump continued to do the same thing. Customer's blood glucose was 285 mg/dl. It was advised that insulin pump would need to be replaced.